Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 9 mg/ml dilaudid at an unknown dose and 2 ,000 mcg/ml unknown baclofen at a dose of 399 mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that during a normal pump replacement on (B)(6) 2017 the healthcare professional (hcp) was unable to aspirate the catheter. The hcp attempted to aspirate directly from the catheter and also replaced the sutureless connector and was not able to aspirate. Per the rep, the hcp pulled as much of the catheter as they could out of the pocket and removed all the kinks and were still unable to aspirate. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there were no kinks, just normal twists and turns of the catheter behind the pump in the pocket. The cause of the inability to aspirate from the catheter access port (cap) was not determined. There was no kinks, the hcp decided to re-implant the pump and monitor patient and pump for problems. It was too soon to tell if the inability to aspirate had been resolved. The patient has several follow-ups pending, so far it appeared to be functioning correctly. No further complications were expected or anticipated.